Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The customer was following the nb service manual instruction to, "do not use the light if any parts appear damaged or if there is any reason to believe that it is not functioning properly. Contact natus medical technical service or your authorized service provider." The replacing of the intensity switch resolved the issue with a 3yrs old product confirmed by customer. No further investigation is needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue had a worn intensity switch. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.